Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 7.1 inr and 5.4 inr on the coaguchek xs system. Caller's warfarin dose was held for 2 days. No adverse event reported. Requested return of suspect system and replacement was sent.